Manufacturer narrative:
The investigation has been initiated and lab tests with a lab device are being conducted in order to reproduce the reported problem. Until today no clear root cause could be determined and the analysis is ongoing. The results of the investigation will be provided in the follow-up report.

Event description:
It was reported that on (B)(6) 2018 at 2:30 a patient was connected to the ventilator. At 4:00 the device reportedly did not display minute volume data without an alarm and at 5:00 it was found that the patient was extubated without an alarm. No patient injury has been reported.

Manufacturer narrative:
The received information provided basis for the investigation. The device is available on the market since 1989 and no user log file could be designed at that time. Thus, a log analysis could not be performed. Therefore a lab test with a lab device was being conducted in order to reproduce instances without an alarm when the et tube slides out of the patient's mouth but is still connected to y-piece. Only two settings could be identified that would not issue an alarm: the flow measurement had been used with the alarm setting of mv min set to zero and apnea alarm deactivated or the flow measurement was turned off. The second scenario was assessed to be more likely as the customer also reported a deactivated flow measurement in relation with a similar device. If the flow measurement is turned off by the user, the device cannot issue alarms that are derived from flow measurement (such as mv values or a disconnect alarm in case of an extubation). The instructions for use (IFU) contain several warnings regarding the usage of the device in case of a switched off flow measurement. Disabled flow measurement is indicated by a cautionary sign (¿crossed triangle with !¿) in connection with the text "flow" on the device screen. This cautionary sign was also reported with a similar device at the customer site. In general, the IFU indicates to carry out the device check immediately before using the device on a patient in order to check the operability of the device. This device check includes the verification of the correct functionality of the alarm system. Therefore any deviation to the alarm generation would have been detected prior to use. There is no indication that the device did not behave as specified and set. No similar incidents were reported within the last three years.

Event description:
Please refer to the initial-report.